Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient passed out from hypoglycemia and his work colleagues called the paramedics. At around 8.30 a.m., the paramedics tested the patient's blood glucose level on their meter and the result was 2.6 mmol/l. The patient was treated with a shot of glucodin and he then woke up. The paramedics performed a blood glucose test on the patient's performa meter two minutes later and the result was 8.1 mmol/l. The patient was transported to the hospital. The patient's blood glucose level was tested by the nurse using the hospital's meter at approximately 11:59 a.m. And the result was around "6.0 mmol/l to 7.0 mmol/l". The patient was tested on his performa meter 1 minute later and the blood glucose result was 14.7 mmol/l. The patient did not receive treatment at the hospital and he stayed in the emergency room for around 1.5 hours. Return of the suspect device was requested for evaluation.